Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A delivery wire, main coil and introducer sheath were returned for this complaint. The coil and delivery wire arms were interlocked, the main coil returned inside the introducer sheath. The introducer sheath was inspected and no anomalies were noted, the twist lock had been opened. The main coil was found kinked and stretched, besides, the zap tip was detached and it was not returned. The delivery wire was in good condition, it did not show damages. Functional inspection was performed and revealed that the delivery wire was advanced through the introducer sheath and no resistance was felt; the main coil was delivered without any problem. Microscopic inspection of the delivery wire was performed and revealed that the proximal end has a smooth surface. The interlocking arm was in good condition. Dimensional inspection of the delivery wire and main coil were performed and were within specifications.

Event description:
It was reported that the device was broken. A 8mm/20cm 0.35 interlock-35 was selected for embolization of the renal arterial aneurysm. During the procedure, the pusher wire arm was found to be broken inside the catheter. The device was removed within the catheter all together and it was confirmed that there was no fragments of the device that was left inside the patient. The procedure was completed with another of same device. No patient complications reported and patient is stable.

Event description:
It was reported that the device was broken. A 8mm/20cm 0.35 interlock-35 was selected for embolization of the renal arterial aneurysm. During the procedure, the pusher wire arm was found to be broken inside the catheter. The device was removed within the catheter all together and it was confirmed that there was no fragments of the device that was left inside the patient. The procedure was completed with another of same device. No patient complications reported and patient is stable.